Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty installing and removing cartridges. Reportedly, the area towards the pneumatic tap felt "rough". There was no reported impact to the customer's blood glucose level. The customer was able to successfully load and remove cartridges.